Manufacturer narrative:
Dräger was establishing follow-up communication with the hospital. The only detail provided was the information that the device is back in use after having been repaired by the hospital¿s own biomedical staff. As per report, an unspecific electronic part in the power supply has been replaced which has put back the device into fully operable condition. A case-specific evaluation by dräger is not possible without examination of the device or inspection of the replaced part. There are multiple scenarios imaginable that can trigger a malfunction of the power supply - damage of a single electronic component may occur due to ageing, overstress or transient voltage spikes introduced by the power supply infrastructure of the hospital. A reliable conclusion about the exact conditions that led to the shutdown in the particular case can't be drawn due to lack of information. In case of power loss the evita xl posts a corresponding alarm for at least two minutes which is buffered by an independent energy source.

Event description:
It was reported that the device suddenly shut down during use on a patient. The patient was connected to another device; it was explicitly mentioned that no consequences have occurred.